Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for spinal pain. It was reported the stimulator is not working, meaning she has had a return of pain when she tries to start an ins charge session she is not able to. Patient is only seeing the ins battery charge sufficient message. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient not being able to charge their battery has been resolved, but the patient did note that the location of their "mechanism" is in a very difficult place to connect. No further information was reported.